Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va15z0l, implanted: (B)(6) 2016; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was patient needed to confirm their if they were MRI compatible considering that they had their ins removed. The agent set the case as staging record because the patient reported that their ins was removed due to their therapy not working for them and when the patient had their ins removed, the surgeon couldn't get the lead out. The patient added that they couldn't "use" their therapy anymore because it didn't work for them like it did in the beginning. The patient added that they had back surgery in the past and that they didn't feel much from their waist down, and that their problems with their therapy got worse. The agent asked for an event date, but the patient just reiterated the issue about their therapy not working. The agent reviewed MRI compatibility information and redirected the patient to their doctor to further address the issue about the abandoned lead.